Manufacturer narrative:
Retainer = clear customer returned pump for an alleged pump error 3, pump error 54, and pump error 63 alarms reported on (B)(6) 2021. The pump passed the displacement test however alarmed pump error 63 during the self test. Successfully downloaded the trace/history files using thus. No unexpected pump error 3 or pump error 54 alarms noted during testing however, the downloaded history files confirmed one (1) pump error 54 alarm (line number 1421 file number 32122) on (B)(6) 2021 at 11:00 and two (2) pump error 3 alarms on (B)(6) 2021 at 17:00 and 17:01 due to a software error. One (1) pump error 63 (variable 3) alarm on (B)(6) 2021 at 15:03 was also found in the history files. Pump error 63 alarm is due to broken pin 6 (sda) trace at u1 on the keypad assembly. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Pump error 3, pump error 54, and pump error 63 alarms are confirmed. Pump error 3 and pump error 54 alarms are due to a software error. Pump error 63 alarm is due to broken pin 6 (sda) trace at u1 on the keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received multiple pump error alarms. The customer's blood glucose level was 105 mg/dl at the time of the incident. Customer stated the insulin pump was not exposed to a high magnetic field. Customer stated they were able to clear the alarm. Customer stated the insulin pump failed self test. Advised insulin pump will be replaced. The insulin pump will be returned for analysis.